Manufacturer narrative:
The complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform graft was implanted into the patient as a sling for the treatment of urinary incontinence during a procedure performed on (B)(6) 2015. As reported by the patient's attorney, the patient underwent an additional surgery for sling implantation on (B)(6) 2016 due to recurrent urinary incontinence. Boston scientific has been unable to obtain additional information regarding the event to date.